Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5102544) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure was starting to move/migrate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and medically significant), alopecia ("hair loss"), fatigue ("fatigue"), rash ("rashes"), anxiety ("anxiety"), insomnia ("insomnia"), migraine ("migraine") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy removing uterus, tubes and cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, alopecia, fatigue, rash, anxiety, insomnia, migraine and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, device dislocation, fatigue, insomnia, migraine, pelvic pain and rash to be related to essure. The reporter commented: hospitalization were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 02-aug-2021. The most recent information was received on 12-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure was starting to move/migrate') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety"), insomnia ("insomnia") and migraine ("migraine"). The patient was treated with surgery (hysterectomy removing uterus, tubes and cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, rash, alopecia, fatigue, anxiety, insomnia and migraine outcome was unknown. The reporter considered alopecia, anxiety, device dislocation, fatigue, insomnia, migraine, pelvic pain and rash to be related to essure. The reporter commented: hospitalization was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.